Event description:
The external pulse generator was dropped and a knob needed to be repleaced and the control shaft was bent. It was returned for service and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment- the knob was missing and the encoder flex was bent. Analysis also found that the board connector cable was out of specification.